Event description:
Additional information was received. It was reported that the circumstances that lead to the long implant charge times were all new parts. The patient noted that the steps taken to resolve the long implant charge times were all new parts. The patient wrote that the long implant charge times were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the pt received the replacement controller and charged their implant (ins) for three hours, and reported recharge quality excellent but the ins battery level never went about 70%. Now, pt reported seeing software problem: 1-intellis, 2-3.0, 3-243, 4-qf_port. Pt said the controller is locked up and won't let them do anything. Pt reset the controller which cleared the software problem screen. Pt connected the recharger telemetry module (rtm) to start recharging the implant and reported recharge quality excellent. Pt reported the battery levels after reset: 80% controller, 70% ins the troubleshooting steps that were taken on the call resolved the issue. Additional information was received. It was reported the patient had both their recharger and controller replaced but they were still having difficulty recharging the implant and he cannot live that way. It is taking 8hrs to charge from 30% to 100%. It was confirmed the patient did not have a fall or trauma. There was no damage to the recharger. The controller was 100%, ins 100% charged. It was reviewed that if the ins had moved or shifted in the body it could affect recharging. It was also reviewed if the new recharger does not resolve the issue, the next step will be to consult with patient healthcare provider for next steps. A new recharger was requested. No symptoms were reported. The patient called back stating it was still taking a very long time to charge the implant. It took over 6 hours to charge from 0-100% with excellent recharge quality. The patient was directed to their healthcare provider (hcp) as their controller and recharger had already been replaced. No symptoms were reported.